Manufacturer narrative:
(B)(4). The reported complaint that the "iabp catheter accidentally dislodged" is confirmed based on the customer provided photo with the complaint report. In the photo, the hemostasis cuff including the cath-guard was noted disconnected from the iabc bifurcate. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not during the complaint investigation due to the hemostasis cuff disconnection from the bifurcate. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pt requiring iabp support and IV inotropic support for eventual weaning. Iabp found to be accidentallydislodged after repositioning in bed-cicu fellow and app at bedside. Decision to remove iabp and continue to observe hemodynamics off iabp-removed w/o incident".additional information states that the patient is deceased. The user reported that the cause of the patient's death was reported as "multifactorial cardiac complications (none specifically related to this disconnection)".

Event description:
It was reported "pt requiring iabp support and IV inotropic support for eventual weaning. Iabp found to be accidentally dislodged after repositioning in bed-cicu fellow and app at bedside. Decision to remove iabp and continue to observe hemodynamics off iabp-removed w/o incident". Additional information states that the patient is deceased. The user reported that the cause of the patient's death was reported as "multifactorial cardiac complications (none specifically related to this disconnection)".

Manufacturer narrative:
(B)(4).